Event description:
It was reported the patient presented to the clinic for a scheduled chemotherapy treatment. At one point during the visit, the patient had to be rescued via external defibrillation. As the physician reported no pacing spikes were visible during this time, the functionality of the patient's device was suspect. The patient died approximately 36-48 hours after the external rescue. The device was explanted post-mortem but has not yet been returned. Additional information regarding the circumstances surrounding the patient's death, and the cause of death, have been requested, but not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Cause of death was requested, but not received.